Event description:
It was reported the customer received a motor error alarm during a bolus. Customer stated the alarm was recurring. The customer also reported receiving a no delivery alarm that was resolved with an infusion set change. Customer's blood glucose was over 400 mg/dl. It was found the customer treated their blood glucose with a manual injection, which caused their blood glucose to drop to 38 mg/dl. Customer reported being a brittle diabetic, hence these adverse events were common. The customer could not recall any significant events leading to the alarms. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner, cracked belt clip slot and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.